Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 6 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s mother found the patient expired, with external batteries depleted. Additional information was requested, but was not provided.

Manufacturer narrative:
No equipment was returned for evaluation. A system controller log file from the time of the reported event was not available to be provided to the manufacturer for analysis. A direct correlation between device and the reported event could not conclusively be established through this evaluation. The customer reported that the patient was found expired on (B)(6) 2017 with battery power depleted. The customer also communicated that there were no issues with the patient's batteries, but that the patient slept on battery power. The heartmate ii lvas IFU and patient handbook outline battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. These documents also explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was found down (expired) when the mother returned home from out of town. No equipment would be returned and no log file would be provided for analysis.